Manufacturer narrative:
Product ID: 3888-28, lot# n21823, implanted: (B)(6) 1994, product type: lead. Product ID: 3888-28, lot# n21823, implanted: (B)(6) 1994, product type: lead.

Event description:
A manufacturer representative reported that the patient wasn¿t receiving stimulation. The patient had their system replaced a week prior to the date of this report and elevated impedances were observed when they changed out the implantable neurostimulator (ins). Impedance values were 01 = 2204 ohms, 02 = 5277 ohms, 03= 4147 ohms, 12 = 4076 ohms, 13 = 3484 ohms, 23 = 3827 ohms. It was reported that the implant was on, but the patient wasn¿t receiving therapeutic benefit. The patient wasn¿t feeling anything up to 10.5v. It was noted that the patient¿s first attempt turning on the ins was on the date of this report. Additional information provided reported that reprogramming was attempted but wasn¿t successful. The manufacturer representative stated that lead revision was planned but hadn¿t been scheduled yet. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.